Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had alerted for low pacing impedance. Review of performance data indicated that the lead had moderate gradual declines in all measured lead impedances. It was noted that had caused elevations in rv pacing thresholds and drops in r-wave amplitudes. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.